Manufacturer narrative:
The product was not returned for evaluation. The patient was reportedly unsure if the cannula was properly seated in the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Patient stated fiasp insulin was used with the omnipod system which is considered off-label use. The marketed and released device is only intended to be used with specific u-100 insulin from the below referenced brands. This user warning is in the applicable labeling as referenced below: mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Introduction / page 10: warning: the omnipod system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novorapid, humalog®, or apidra®. Novorapid is compatible with the omnipod system for use up to 72 hours (3 days). Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod. Using the pod 5 / page 42-43: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached 27.8 mmol/l (500 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. Subsequently, the pod alarmed and the patient was reportedly unsure if the cannula was properly seated in the infusion site.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.